Event description:
Pt admitted with bilateral capsular contraction with bilateral ruptured implants. Pt had marked capsular contraction and marked hardness bilaterally. Pt had breast augmentation in 1975. Pt underwent removal of ruptured breasts implants bilaterally with total capsulectomy.